Event description:
Customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the back plane, gib and ffb pcbs, and the ps1 power supply. System operates as intended.